Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5 and to provide the completed investigation results. A correction is being provided to section h1. It was initially inadvertently submitted that the type of reportable event was a malfunction. However, the correct type of event is serious injury. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: "for bleeding or hematoma - pressure may be applied to the puncture site using digital or manual pressure or using a compression device.'' The complaint could be confirmed for bleeding. Per the provided information, there were no functional issues during the deployment of the device and hemostasis was achieved successfully. Manual compression was used, and hemostasis was successfully achieved. At this time, no conclusion can be drawn for the exact root cause of the event. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
Additional information was received on 28oct2020. It was reported regarding the mention of the retroperitoneal bleed initially reported, that there was no indication from the hospital. The patient's outcome after the delayed bleeding from the angio-seal was unknown, they were unable to confirm if it caused the harm on the patient or not.

Manufacturer narrative:
Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: unknown due to unknown date of event. Device manufacturer date: unknown due to unknown lot number. Occupation: neurosurgery. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the involved angio-seal device was sed to achieve hemostasis after a percutaneous peripheral intervention (ppi) ,and hemostasis was successfully achieved. After the procedure, delayed bleeding was observed from the puncture site, and manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was ppi. A pre-deployment angiogram was performed. The size of the sheath ancillary used, the puncture site and the vessel diameter were unknown. The patient condition was not serious and recovered. The estimated blood loss was less than 250cc; retroperitoneal bleeding. There were no other devices or equipment used with the reported product.